Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutpro-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Image review: two static images were provided for review. It was reported that the valve implantation was attempted into a patient with aortic regurgitation. It was reported the valve dislodged into the ascending aorta. Subsequently, the procedure was aborted. As stated in the instructions for use (IFU), the device is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. Additionally, it was reported that bleeding was detected on a computed tomography (CT) scan post procedure. Of note, major or minor bleeding that may require transfusion or intervention (including life threatening or disabling bleeding) is listed as a precaution in the IFU. The patient¿s executive summary was not provided for anatomical review. Conclusion: procedural images were provided for review but do not show the reported dislodgement. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. In this case, it was reported that the patient had aortic insufficiency, and it was reported that this case was an off-label use case. As per the IFU, the device is indicated for use for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with aortic insufficiency, it was reported that this case was an off label use case. No pre balloon aortic valvuloplasty (bav) was performed. The physician decided to try to implant the valve. After several attempts, the valve dislodged into the ascending aorta and no final release of the valve was possible. The procedure was aborted and the patient was transferred to the intensive care unit (ICU). One hour later, an emergency computed tomography (CT) was performed and bleeding inside the kidney was observed. Per the physician, the most likely cause of the bleeding was a wire. The guidewire was noted to be non-medtronic (safari). Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the event. Per the physician, the non-medtronic guidewire caused or contributed to the event. A laparotomie and nephrectomie was performed to treat the bleeding. No additional adverse patient effects were reported.